Event description:
A saline syringe was attached to a huber needle set to clear an implantable port. When the nurse made access to the port she began to inject the saline she found the saline leaking from the set where the tubing is bonded to the needle assembly. The pt did not experience any negative outcome from this incident.

Manufacturer narrative:
There was an additional occurrences of this product malfunction. Please reference the following for the additional occurrence: MDR 2245270-2013-00020. Although the failed sample was not returned to vygon u.s., the complaint has been forwarded to vygon manufacturing for eval and investigation. The results of this investigation will be forwarded in a follow-up MDR within 30 of its conclusion.